Event description:
It was reported that the patient with this pacemaker experienced unspecified chest pain. This device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).